Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient acquired an infection. The physician believes the infection was likely caused by the patient¿s non-compliance with wound care. The device was removed and there have been no reports of further complications regarding this event.